Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 33.5 mmol/l with large ketones. The reporter indicated that the pump display screen had become dim and discolored which caused the display screen to be unable to be read safely. The reporter confirmed that changing the pump's contrast setting did not resolve the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with a pump display issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box data revealed the total daily dose history was appropriate for the user programmed basal rates. Investigation revealed the display screen was dim and discolored. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.